Event description:
Rptr had another co's silicone breast implants implanted in 1973 after bilateral mastectomy. They were replaced by this co's implants in 1981. Both implants were found to be ruptured and explanted 11/12/93. The ruptures were determined by MRI. (Also see mw1000637.)